Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the front bolts of the seat fell out, bent the back bolts and the seat fell off.